Manufacturer narrative:
It was reported that when squeezing the surgiphor bottle, the surgeon's thumb broke straight through the plastic. There was no patient/user injury reported. A device history record review found no non-conformances associated with this issue during production of this batch. The subject device has been discarded and not available for evaluation. Based on the available information, a definitive root cause could not be established. However, a CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a total knee replacement, the surgeon went to squeeze the surgiphor bottle as directed and when applied a little more pressure, it cracked and the thumb went through the bottle. A new bottle was provided and there was no patient/user injury reported.

Manufacturer narrative:
It was reported that when squeezing the surgiphor bottle, the surgeon's thumb broke straight through the plastic. There was no patient/user injury reported. A device history record review found no non-conformances associated with this issue during production of this batch. The subject device has been discarded and not available for evaluation. Based on the available information, a definitive root cause could not be established. However, a CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to update the imdrf b and g code. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a total knee replacement, the surgeon went to squeeze the surgiphor bottle as directed and when applied a little more pressure, it cracked and the thumb went through the bottle. A new bottle was provided and there was no patient/user injury reported.